Event description:
It was reported that after a gastroplasty procedure, the surgeon reported that the patient has fistula after the surgery. The staples of the reload were not formed properly. The patient was hospitalized and she/he continues being hospitalized, but he/she is well. There was no leaking of methylene blue, after the firing and anastomosis. Another like device was used to complete the procedure. One device and one reload were discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Additional information per the affiliate: was the device articulated? Yes. What was the size of fistula - true fistula or post op leak? Post op leak. Did this occur in the initial procedure or second procedure? Initial procedure. How was the leak identified? Endoscopic exam after surgery. What intervention was performed? Re op. How is the patient currently? All patients are doing fine. Is the patient expected to have a full recovery? They did already have a full recovery.

Event description:
It was reported that after a gastroplasty procedure, the surgeon reported that the patient has fistula after the surgery. The staples of the reload were not formed properly. The patient was hospitalized and she/he continues being hospitalized, but he/she is well. There was no leaking of methylene blue, after the firing and anastomosis. Another like device was used to complete the procedure. One device and one reload were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.